Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 synchron system leaked onto the floor. The customer observed the liquid while troubleshooting cartridge chemistry (cc) quality control (qc) sample results outside acceptable ranges. The customer wore personal protective equipment consisting of gloves and a laboratory coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) evaluated the instrument and determined the cartridge chemistry reagent probe a leaked; the cause was determined to be a reagent probe a collar wash valve failure. The fse replaced the reagent probe a collar wash valve to resolve the issue. The beckman coulter internal identifier for this report is (B)(4).